Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and calcified left anterior descending artery. Following pre-dilation with 2.00x10mm non-compliant balloon catheter, a 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was not able to track the lesion. The physician attempted to pre-dilate the vessel again and re-advance the stent, but the distal segment of the shaft fractured. The procedure was subsequently completed with another of the same device. No patient complications were reported.